Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510(k) #: exempt. Patient code: no known impact to patient. Device code: leak is not labeled. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported that a ultrathane mac-loc locking loop multipurpose drainage catheter leaked on the proximal connection close to the mac lock. The device was replaced. There were no other problems reported after the catheter replacement. A section of the device did not remain inside the patient¿s body. A companion device is reportedly available for return; however, as of the date of this report, no device has yet been received.

Manufacturer narrative:
Additional manufacturer narrative: the customer reported this device issue was seen on four different patients that underwent nephrostomy; therefore, this medwatch report is associated with medwatch 1820334-2018-01147, 1820334-2018-01148 and 1820334-2018-01050.

Manufacturer narrative:
Additional information: additional information confirmed no special difficulties related to the implantation of the catheter. Please note the companion device mentioned in the initial report was determined to be reportable and was reported under MFR. Report: 1820334-2018-01254. Corrected data: patient codes:3191 (additional procedure). Investigation: evaluation: a review of the complaint history, device history record, drawing, documentation, instructions for use (IFU), manufacturing instructions, and quality control of the device was conducted during the investigation. Clinical assessment: at this time, clinical assessment cannot eliminate any possible causes for this event such as product handling, human anatomy, medical procedure, patient environment, patient behavior, device failure, or manufacturing related causes. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. We cannot determine if the device was outside of specifications. The lot number was given as three possibilities (8523799, 8435339, or 8427627). The device history record for the possible lot numbers were reviewed and no related non-conformances were identified. Additionally, a review of the manufacturer's complaint database indicates there are no other reported complaints associated with the lot numbers outside of related complaints for (B)(4). The IFU supplied with the mac-loc drainage catheters instruct that the product "should be inspected prior to use to ensure no damage has occurred.¿ based on the information provided and the results of our investigation, a definitive root cause could not be determined. This failure mode is being escalated per internal processes. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.  This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.